Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off-necrosis with 50% necrotic material during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the distal flange did not expand after being deployed. The physician intentionally fully deployed the stent inside the scope to facilitate removal. The catheter was pull out of the scope and the stent was then pushed out of the scope, fell inside the patient and was removed with rat tooth forceps. The procedure was completed using a plastic stent. There was no patient complications reported due to this event. Note: it was reported that the axios stent was intended to be placed to treat a walled-of-necrosis with approximately 50% necrotic material. However, per the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The axios stent is not indicated to be implanted in walled-of-necrosis with >30% necrotic material.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue.